Manufacturer narrative:
Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation in used and decontaminated condition. Downstream occlusion (dso) seal lifted, and upstream occlusion (uso) seal worn. Functional testing and visual inspection performed. Customer's reported problem was verified by visual inspection. The root cause was the dso seal. Replaced the dso seal to correct the issue. Cadd solis device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a downstream occlusion seal degradation. There was no patient involvement, and no patient harm/adverse event reported.